Manufacturer narrative:
Evaluation of the returned component found no defect that could have contributed to the reported event of loosening. Bone cement on femoral showed signs that either the wedge was cut away too much, and/or there was improper bone cement applied. (B)(4).

Manufacturer narrative:
Implanted date - (B)(6) 2007. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". Number twenty states, "persistent pain". This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent partial knee arthroplasty in (B)(6) of 2007. Subsequently, patient was revised on (B)(6), 2011, due to buckling, pain, and stiffness. Surgeon noted that the femoral component was loose.

Manufacturer narrative:
Please see attached FDA additional information request letter dated january 3, 2012 and the attached biomet response. This report filed february 13, 2012.